Event description:
It was reported that the coil unintentionally detached from the pusher inside the microcatheter while being advanced through the catheter. The microcatheter and coil were safely removed from the patient. Upon inspection of the coil, it was noted that the coil had stretched. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary device evaluation: the microcatheter used in the procedure and pusher were not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The implant was the only component received for evaluation. Without the return and evaluation of the pusher, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). The implant was returned damaged, which is consistent with a device experiencing forces over specification during removal as stated in the complaint. Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.